Event description:
The customer called to report that on several occasions the pump did not beep once after activating the bolus or when the bolus is finished, but sometimes the pump does. Also the customer informed that they have low bgs episodes. The customer stated the they had low bgs for no reason. Troubleshooting was performed. The programming and the bolus history in the pump were correct. The customer indicated that three days before the call their bgs were low. The paramedis were called and bgs were stabilized at home.